Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrections to d1 and d4. Additional information was added to d9, g4, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between november 27th and november 29th, 2021. H11: the actual device and a video sample were returned for evaluation. The actual device was visually inspected, and the reported condition was not easily identified. The returned video was reviewed, and a leak was identified from the administration spike port bonding area. Functional testing was performed, and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.